Event description:
Report received of a pump not delivering as programmed. The device was returned to the sterile processing department (spd) with a note that read, "broken. Doesn't deliver programmed medication dose." There was no tracking information (patient, nurse, location) available. There was no indication of any adverse patient event. The customer reported that spd would have been notified if there was any adverse event with a patient. Though requested, there was no additional information available.